Event description:
The customer reported the autopulse platform (sn (B)(6)) has a autopulse li-ion battery (sn unknown) stuck inside. The battery latch can be pulled and it appears the locking latch moves but the battery will not come out. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided. Please see the following related MFR report: MFR #3010617000-2024-00009 for the autopulse li-ion battery.

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
B5 (describe event or problem) and h6 (adverse event problem) were updated based on additional information. The reported complaint that the autopulse platform (sn (B)(6)) has a autopulse li-ion battery stuck inside was confirmed during visual inspection. The root cause for the reported complaint was due to the damage on the guide pin of the autopulse li-ion battery, likely caused by mishandling. During visual inspection, no physical damage was observed on the platform. Upon receiving the platform, the autopulse li-ion battery was returned inside the platform by the customer. The damaged/dented guide pin on the battery prevents the battery from being pulled out of the platform battery compartment. No damage to the battery connector mounted inside the battery bay of the platform was noted. The customer was recommended to scrap the battery. Per the autopulse power system guide: do not force a connection if you cannot easily connect battery to either the battery charger or the autopulse platform. If the battery is damaged, do not attempt to place the battery into the autopulse platform. This can cause damage to the internal connector of the autopulse platform. Upon review of the archive data, several user advisory (ua) 03 (error communicating with battery controller) error messages were observed on (B)(6) 2023 and (B)(6) 2023. The autopulse platform passed the preliminary functional testing without fault or error. The (ua) 03 observed in the archive was not reproduced. The autopulse platform passed functional testing using lrtf (large resuscitation test fixture) with known good test batteries for 15 minutes without any issues. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory (ua) 03 is an indication that the autopulse cannot communicate with the battery. The recommended actions to take for this type of user advisory are: check the autopulse and battery connections for damage, ensure the battery is properly inserted/seated in the autopulse. If not resolved, place the battery into the mcc to ensure it is functional and insert a battery that is known to be good into the autopulse and power on the device. Following service, the autopulse platform passed a 15-minute run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(6).

Event description:
The customer reported the autopulse platform (sn (B)(6)) has a autopulse li-ion battery (sn (B)(6)) stuck inside. The battery latch can be pulled and it appears the locking latch moves but the battery will not come out. No patient involvement.